Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1565, awareness date 18-oct-2015). It refers to a female consumer in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012 when in fact she had signed for a tubal ligation. As soon as physician placed the first one consumer knew something was not right. She called the doctor that same day to inform him of the pain she was having. He stated it could take a couple hours for the pain to fade because the left side coil did not spring. Every day she called back stating the pain she was still in. Months went by with pain and excessive bleeding months straight. By (B)(6) (2013) she was called for an emergency partial hysterectomy, which it did not stop. There were many surgeries later, including a full hysterectomy. She was diagnosed with ra. She had 6 kids. She went from taking no pills to 20 a day at time with physicians trying to make her comfortable. She has excessive amount of inflammation in her whole body. Product technical complaint investigation received on 05-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: deployment difficulty is defined as a failure of the micro-insert outer coils to expand from the wound down position. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper deployment: rollback to initial hard stop. Depress button. Perform final rollback. Under normal circumstances, when the physician completes the proper essure placement steps, the release ribbon should disengage from the platinum half band (welded onto outer coils of micro-insert). Once disengagement occurs, the outer coils should expand. If it does not, this is referred to deployment difficulty. Several factors can contribute to a deployment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from expanding and releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the inserts grip on the delivery wire, and potential manufacturing deficiencies. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of a deployment difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had excessive bleedings for months straight (interpreted as genital bleedings). She had to perform an emergency partial hysterectomy 5 months after essure was implanted, but the bleeding did not stop. She had several surgeries afterwards, including a full hysterectomy. She was diagnosed with rheumatoid arthritis. The genital bleeding and rheumatoid arthritis are serious due to their medical importance. The bleeding is listed while the rheumatoid arthritis is unlisted in the reference safety information for essure. Considering the nature of genital bleedings, suggestive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. However, considering that rheumatoid arthritis (ra) is an autoimmune reaction that leads to synovial hypertrophy and chronic joint inflammation along with the potential for extra-articular manifestations and also considering that it is theorized to occur in genetically susceptible individuals, it is unlikely that essure, which has a localized action in the fallopian tubes, could contribute to the development of this disease therefore, the ra is assessed as unrelated. This case is regarded as incident since a device removal was required. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect a causal relationship to a potential quality deficit as no defect was confirmed and no medical events were reported. No active follow-up will be pursued, as this case was identified during health authority website monitoring.